Manufacturer narrative:
The complaint for ''general risk - failure - sheath distal tip split'' was unable to be confirmed as no device/imagery were returned. As the device was not returned, engineering was unable to perform any visual examination, functional testing, or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined. As no work order was provided, a DHR and lot history review were unable to be performed. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. A review of edwards lifesciences risk management documentation was performed for this case. Per review, no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. As reported, ''during the procedure, there was difficulty introducing the 14f esheath into femoral access due to heavy calcium. The sheath could not pass and when it was taken out, the sheath got split inside the vessel and the tip of the sheath was split. The sheath was reported to be kinked due to the calcium'. Per the training manual, ''push force can vary due to angle of access and insertion, vessel diameter, tortuosity and degree of calcification''. Calcification can create a challenging pathway due to added friction on the outer shaft and may require a high push force to insert and navigate. Interaction with sharp nodules of calcification can directly damage or weaken the sheath during insertion. If excessive manipulation was used to overcome the insertion difficulty, this may exasperate the damage and lead to the reported distal tip split. As such, available information suggests that patient factors (calcification) and/or procedural factors (excessive manipulation) may have contributed to the complaint event. However, a definitive root cause is unable to be determined at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Therefore, no corrective or preventative actions nor product risk assessment (pra) is required.

Event description:
As reported by an edwards lifesciences affiliate in (B)(6), regarding a 26mm sapien 3 case in aortic position by transfemoral approach (access vessel diameter 7-8mm for both sides), during the procedure, there was difficulty introducing the 14f esheath into femoral access due to heavy calcium. The sheath could not pass and when it was taken out, the sheath got split inside the vessel and the tip of the sheath was split. The sheath was also reported to be kinked due to calcium. The case was aborted, and the procedure was postponed for another session using transcaval approach. No patient injury occurred.